Manufacturer narrative:
The reported event of the defibrillation shock value being low was confirmed. Based on the information provided, it was determined that the lead measurement was performed without a lead attached to the device. The lead impedance was measured to be high (>200 ohms) and resulted in the vf energy to be calculated as 17j. The reported event of inaccurate maximum defib energy level could not be confirmed in the lab. However, the software team confirmed the reported event upon reviewing the device¿s session record. The cause of the inaccurate defibrillation energy level was determined to be due to performing the test without any leads connected to the device. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure, the implantable cardiac defibrillator (ICD) exhibited unspecified high voltage output issue. The device was ultimately not used and replaced with new device. There were no patient consequences.